Event description:
During surgical removal of right lower extremity external fixator; open reduction internal fixation right tibial plateau, a cortex bone screw from the synthes small locking fragment set broke off in the patient's right tibial plateau. Unable to retrieve fragment.

Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicated no malfunction of the receiver stimulator with multiple electrode anomalies. The patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).